Event description:
It was reported that removal difficulty occurred. The target lesion was located in the right coronary artery. A synergy xd drug eluting stent was deployed successfully. When the stent delivery system was being removed, the balloon got stuck in the guide catheter and everything had to be removed. There were no patient complications nor injuries reported.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the right coronary artery. A synergy xd drug eluting stent was deployed successfully. When the stent delivery system was being removed, the balloon got stuck in the guide catheter and everything had to be removed. There were no patient complications nor injuries reported. It was further reported that resistance was met both upon withdrawing the balloon from stent and upon withdrawing into the 6f guide catheter.